Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-07767, and 3006705815-2019-02556. It was reported that the patient had an infection at the ipg and lead site. The physician prescribed antibiotics to treat the infection. The infection is resolved.

Event description:
Related manufacturer reference number: 1627487-2019-07767, and 3006705815-2019-02556.